Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post procedure on (B)(6) 2026, the patient allegedly experienced infection resulting port disconnection. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4 manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port MRI isp implantable port with an attached catheter and a cath lock were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. Two splits were noted on the proximal end of attached catheter. A partial circumferential break was noted on the attached catheter approximately 3.4cm from the port body. The edges of the both the splits on the were noted to be jagged and uneven and surface cannot be determined as additional damage would be caused in area. The edges of the partial circumferential break were noted to be jagged, and surface was noted to be round/smooth on both regions. Kinks were noted on the attached catheter. An attempt to load the received cath lock to the port with the catheter was performed and was successful. The cath lock seated in place at the port stem. An attempt to remove cath lock from the port body was performed and was successful. The cath lock was removed without issue. The investigation is confirmed for the identified fracture, wear and deformation. However, the investigation is inconclusive for the reported catheter disconnection as the sample evaluation results indicating no difficulty/issue under laboratory conditions may not be representative of the condition of the device during use. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was not provided, a review of the device history records will not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using the powerport m.r.I. Isp. Post procedure on (B)(6) 2026, the patient allegedly experienced infection resulting port disconnection. The current status of the patient was unknown.